Event description:
In a literature report entitled "dysphotopsia outcomes analysis of two truncated acrylic 6.0-mm intraocular optic lenses," the author reported multiple cases of visual disturbances in multiple unk pts who had intraocular lenses (iol) implanted. There were visual reports of temporal darkness, halos, central vision flashes, light sensitivity, arcs of light off to the side, inability to drive at night, glare, dim side vision, inability to drive into sunsets or sunrises, difficulties during bright sunny days, and difficulties with oncoming headlights. Multiple unk pts indicated that some of these disturbances were debilitating. No further info is expected. There are two medical device reports associated with this article. This report is the second report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. No further info is expected. Jin, yian. Dysphotopsia outcomes analysis of two truncated acrylic 6.0-mm intraocular optic lenses. Ophthalmologica, 2009, 223:47-51. (B)(4).